Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F26: no patient impact f1908: delay of less than one hour h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that the spins produced compressed images that are compressed in the sagittal and coronal views. The site tried transferring the images to electronic picture archiving and communication systems (pacs), but the images there were also showing to be compressed. Rebooting did not resolve the issue. The spin was attempted to be taken at the end of the case for confirmation of surgery. However, it was unknown if the system was used and functioning in the beginning of the case. This issue occurred post-operatively. There was less than an hour delay in surgery. There was no impact on patient outcome. Additional information was received. The system it was functioning as intended. When in 40cm field of view (fov) the images look smaller or compressed. Additional information was received. The reported issue was user error.